Event description:
The manufacturer received information alleging a failure of a ventilator's blower motor. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device was found to be contaminated with dust/dirt. The device's blower motor, inlet air path assembly, flow sensor assembly and tubing were replaced to address the issue. During evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.